Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was in good condition post procedure.

Manufacturer narrative:
E1 - initial reporter facility name updated e1 - initial reporter city updated e1 - initial reporter zip/post code updated e1 - initial reporter phone updated e1 - initial reporter fax updated.